Event description:
The pt's sister reported the pt had passed away. Follow-up identified the physician had seen the pt a day before his death, and there were no issues with the scs system. The physician reported the pt had vascular issues and he believes the pt's death is unrelated to the scs system.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.